Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 11/28/2022.h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned sample. Visual analysis of the returned sample revealed that one paper lid and one winding former with three undispensed strands that pertain to product code j772d were returned for evaluation. The product is a control release; each packet should contain eight strands. As per visual inspection of the sample received, the suture strand was observed to be wavy, exhibiting a zig-zag condition along the strand. Based on the available information, the wavy suture was identified during the visual inspection of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what do you mean by "suture was loose during interrupted suturing"? It was noticed that the suture was frayed during use. What was the exact issue? It was found that the suture was frayed. Did the suture got separated from needle? Please confirm, no. No further information will be provided. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2022 and suture was used. During the procedure, the surgeon used the product as usual on intraperitoneal, but noticed that the suture was loose and frayed during interrupted suturing and stopped using it. Another package was opened. There were no adverse consequences to the patient. Additional information was requested.